Manufacturer narrative:
Complaint conclusion: as reported, the physician deployed had successfully treated a patient's giant aneurysm and closed the patient's common femoral artery with a 6f/7f mynxgrip vascular closure device (vcd). The patient was taken to the intensive care unit (ICU) for recovery monitoring. Approximately, 6 hours after the procedure, the patient had a significant drop in blood pressure. It was discovered that the patient had a ruptured pseudoaneurysm in the common femoral artery. Emergency treatment of the ruptured pseudoaneurysm was attempted but unsuccessful. Additional information indicated that the patient died in the ICU. The device was disposed of as there did not appear to be an issue with the deployment of the sealant at the time vessel closure. The device was stored as instructed per labeling. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. A common femoral artery pseudoaneurysm, also known as a false aneurysm, is a type of "bubble" on the femoral artery due to a penetrating injury. An opening in the artery leads to leakage of blood into an area between two outer layers of the artery, the muscularis and the adventitia, instead of exiting the artery. As this leakage into the two layers continues, it forms a pulsating ¿bubble¿ on the artery, which is a pseudoaneurysm. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding or loss of limb. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures. Based on the limited information provided of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, a pseudoaneurysm occurring during or after any extravascular closure device, such as the mynx device, is a well-known complication and is listed in the IFU as such. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, the physician deployed had successfully treated a patient's giant aneurysm and closed the patient's common femoral artery with a 6f/7f mynxgrip vascular closure device (vcd). The patient was taken to the ICU for recovery monitoring. Approximately, 6 hours after the procedure the patient had a significant drop in blood pressure. It was discovered that the patient had a ruptured pseudoaneurysm in the common femoral artery. Emergency treatment of the ruptured pseudoaneurysm was attempted but unsuccessful. Additional information indicated that the patient died in the ICU (intensive care unit). The device was disposed of as there did not appear to be an issue with the deployment of the sealant at the time vessel closure. The device was stored as instructed per labeling.